Event description:
It was reported that the 9900 system had charger failure, interlock oopen, and stator "not no error" messages at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The vertical lift column and power motor were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.